Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the power controller pcb. The fuses were reset. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported, because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not power up. It was noted that fuses f1 and f2 were open on the power controller board.